Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 17-19 mm in diameter with moderate calcification. The aorta was irregularly (snowman) shaped. It was reported that on the final angiogram a proximal type I endoleak was discovered. The physician decided to implant an endurant aortic cuff 232349; however, the endoleak was still present. The physician then implanted a palmaz stent and the proximal type I endoleak resolved. The cause of the proximal type I endoleak was likely due to calcification. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Irregularly shaped and calcified aortic neck. Conclusion: irregularly shaped and calcified aortic neck.